Event description:
The customer reported to olympus that during preparation for use, the evis lucera bronchofibervideoscope presented with spots on the image displayed. The intended diagnostic procedure was completed with a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating material on the connecting tube was peeling. This report is to capture the reportable malfunction of peeled coating on the connecting tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending angle in the up direction did not meet the specification due to wear of the angle wire; the image was scratched due to damage to the charge-coupled device unit; the electrical connector was corroded by water leakage; the grip part was deformed; and the connecting tube was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the connecting tube coating peeling issue could not be determined, however, the issue was likely due to physical/chemical stress. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use precaution for disappeared or frozen endoscopic image; warning ·follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. Precaution for disappeared or frozen endoscopic image; caution ¿ turn the video system center off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the switch on or off only when the videoscope cable is connected to both the video system center and electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. ¿ do not touch the electrical contacts inside the electrical connector. Ccd damage may result. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the examination light is output and that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the bending section and confirm that the endoscopic image is free from momentary disappearing or other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Olympus does not repair accessory parts. If an accessory part becomes damaged, contact olympus to purchase a replacement. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an abnormality¿. Olympus will continue to monitor field performance for this device.